Event description:
It was reported that a right pcoma (posterior communicating artery) aneurysm coil embolization procedure was performed in a female patient with right pcoma (posterior communicating artery) dissection aneurysm. During the procedure coil got fractured and part of the coil was inside the patient's vascular anatomy. The physician shaped the subject guidewire and used the subject guidewire as a snare device to retrieve the coil out by entwining the coil with the shaped subject guidewire. When the physician delivered the subject guidewire into patient's body for several minutes and checked under fluoroscopy, the physician found the subject guidewire tip was not moved and when withdrew the subject guidewire, the physician found that the subject guidewire was fractured and was left inside patient's vascular anatomy. Finally, the physician decided to perform a craniotomy procedure to take the fractured coil out and used a retriever stent to remove the fractured guidewire from the patient's vascular anatomy. The procedure was then suspended because of the reported issue and medical intervention was provide to the patient. 180 minutes of surgical delay was noted. Inpatient hospitalization or prolongation of existing hospitalization was noted. The aneurysmal coil embolization was not completed during the same procedure. 12 hours after the procedure, the patient was still in coma. No further information is available.

Event description:
It was reported that a right pcoma (posterior communicating artery) aneurysm coil embolization procedure was performed in a female patient with right pcoma (posterior communicating artery) dissection aneurysm. During the procedure coil got fractured and part of the coil was inside the patient's vascular anatomy. The physician shaped the subject guidewire and used the subject guidewire as a snare device to retrieve the coil out by entwining the coil with the shaped subject guidewire. When the physician delivered the subject guidewire into patient's body for several minutes and checked under fluoroscopy, the physician found the subject guidewire tip was not moved and when withdrew the subject guidewire, the physician found that the subject guidewire was fractured and was left inside patient's vascular anatomy. Finally, the physician decided to perform a craniotomy procedure to take the fractured coil out and used a retriever stent to remove the fractured guidewire from the patient's vascular anatomy. The procedure was then suspended because of the reported issue and medical intervention was provide to the patient. 180 minutes of surgical delay was noted. Inpatient hospitalization or prolongation of existing hospitalization was noted. The aneurysmal coil embolization was not completed during the same procedure. 12 hours after the procedure, the patient was still in coma. No further information is available.

Manufacturer narrative:
D4 expiration date - added. H4 manufacturing date ¿ added. D9 / h3 product available to stryker - corrected. H3 reason for no evaluation - corrected. There are controls in the manufacturing process to ensure the product met specifications upon release. The product was not returned for analysis. Therefore, visual inspection and functional testing was not performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. Additional information provided by the customer indicated that the device was confirmed to be in good condition during preparation/prior to use on the patient and was prepared as per the dfu, continuous flush was set up and maintained throughout the clinical procedure, the patient's anatomy was normal (not too tortuous), no friction/resistance was encountered with the guidewire during the procedure, the guidewire tip was shaped, there were no difficulties encountered during usage of the device that could have contributed to the issue, the guidewire was found fractured on the middle to distal section of the wire, and an ev3 fr stent was used to take the fractured part out. While there are a number of potential causes for the reported issue ' guidewire broken/fractured during use' and 'patient neurological deficit, because review and analysis of available information failed to identify a definitive cause and the device was not returned, an assignable cause of undeterminable was assigned to this complaint.